Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that during use with this foresight elite oximeter preamp cable, the sto2 measurements were suspected to be unstable. There were discrepancies between the expected values and the observed values. The expected values should have been between 70 and 80 percent, whereas the actual values displayed were between 30 and 40 percent. There were no error messages displayed when the issue was observed. The customer used an accompanying simulator to monitor the issue. A foresight large sensor was used with the casmed monitor and the sensor was adhered to the patients head. It is unknown whether additional treatment was provided based on the inaccurate values. Troubleshooting was done and the sensor and the cable were replaced. The issue was resolved by replacing the cable. There was no patient injury was reported.

Manufacturer narrative:
The fore-sight elite oximeter was returned for evaluation. The reported issue was not confirmed. All four channels displayed 65 percent sto2 (+/- 5 percent) with the simulators connected. Moving the cable at no point along its length affected the readings or caused any errors. There was no physical damage found.complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.